Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the right ventricular (rv) lead exhibited episodes of noise reversion due to noise. No intervention was performed. The condition of the patient was unknown.

Manufacturer narrative:
Further information was requested but not received.